Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-70. Serial: (B)(4). Description: linear 3-4 lead 70 cm . A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection on the right buttock incision site which was red. The physician prescribed antibiotics and as a precaution removed the leads. The leads were kept by the facility and cultures were taken the results are unknown. The device was not suspected to be a contributory cause for the symptoms, per the physician the patient scratched the incision site.